Event description:
It was reported that during a gastrectomy procedure, the device was not hemostatic. The problem was noticed after taking down the short gastric vessels and when completing the mobilization of the stomach. Re-bleeds on the short gastric vessels were noticed and another device was used along with cautery were used to complete the procedure. No patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Date sent: 08/13/2010. Information asked for, but unknown or not provided during initial contact. Information not available, device not returned for analysis.